Event description:
Patient was experiencing exposure with implant. Implant was replaced with new one and patient also experienced exposure with subsequent implant.

Manufacturer narrative:
Exposure is an anticipated complication of orbital implant surgery. It is generally treated conservatively and is surgically closed only in the case of large exposures or if the wound does not spontaneously close within a reasonable time period. In this instance the physician contacted the manufacturer for advice, and surgical closure of the exposure was suggested.